Event description:
A customer in the united states notified biomérieux of misidentification of escherichia coli as shigella in association with vitek® 2 gn ID test kit. Customer states that a urine isolate was identified as shigella 92% by the vitek® 2 gn ID test kit. Despite a warning on the lab report instructing to "confirm by serological tests", no serological testing was performed by the customer. The isolate was sent to the state lab for confirmation; the state lab did not provide organism identification but indicated the organism was "not shigella". A second patient sample was obtained and tested via vitek® 2 gn ID; again, an identification of shigella was provided. The customer tested the isolate with vitek® ms and obtained identification result of escherichia coli. There is no indication from the laboratory as to whether or not any incorrect treatment was prescribed based on the discrepant result. With the information available, there is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of misidentification of escherichia coli as shigella in association with vitek® 2 gn ID test kit. Customer states that a urine isolate was identified as shigella 92% by the vitek® 2 gn ID test kit. A biomérieux investigation was performed. Set up information was not provided by the customer. The customer reported that the isolate was from urine; however, they tested the strain in the filmarray bcid panel, which is for blood culture isolates so the result of e. Coli involves off label use. The customer also tested using vitek® ms and received an identification of e. Coli, but the vitek ms cannot be used to rule out shigella since maldi tof cannot differentiate between e. Coli and shigella. The customer reported that they did not do any serological testing and reported the identification as shigella. One (1) lab report was submitted that showed a good identification of shigella group with 10 atypical negative reactions (bgal, dmal, dman, dsor, suct, agal, phos, glya, bgur, ellm) for an identification of e. Coli according to the gn knowledge base. E. Coli and shigella are very similar biochemically. The vitek 2 gn test kit lab report prints the following message: "confirm by serological tests" for any identification of shigella." An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The strain and raw data were not provided. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Vitek® 2 gn test kit lot # 2410100103 met final qc release criteria. This lot passed qc performance testing.